Event description:
Customer reported, pts got bruised from excessive output power. Per the initial report from the customer, one pt was given kenalog injection and cream (steroid) on the date of treatment. Lumenis requested f/u details, which were not provided.

Manufacturer narrative:
Root cause was system power level 20% over the requested energy which is just within the allowed +/- 20% variation in output. The lumenis customer ce reset system power level; recalibrated machine; everything checked out okay after the device service. The cause of the elevated energy output could not be determined by the ce. Per the ce, there was no visible foreign material on the device that would explain the high output. No serious injury is noted. Bruising is a possible expected outcome from this type of treatment and is noted as such in the user manual. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.